Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient when it was noted that there was an air embolism present in the patient. The physician aspirated 200cc of blood. At this time, it was noted that the patient had st segment elevations and was bradycardic. The physician gave the patient epinephrine and atropine as well as oxygen to help treat this event. After observing the patient for a few minutes, the st segment elevations resolved, and the patient's heart rate returned to normal. The procedure was ended with no closure device implanted. Post procedure the patient was not able to speak or move their hands or feet. After 15 minutes of observation the neurological function returned to normal for the patient. The physician kept the patient overnight under observation. The patient is expected to make a full recovery and will be discharged from the hospital.